Manufacturer narrative:
The lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the first for this issue for the probe lot. The device history record shows the product was released per specifications. Sample #1. The tip of the probe was bent due to no protective cover. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the screen when the rfid connectors were attached to the console. The sample was tested on a calibrated console and during push priming of the probe, system message (sm) 3305 displayed on the console screen. Sm 3305 advisory message indicated the priming of the aspiration probe was unsuccessful. Next, we removed the aspiration line from the probe engine, the sample could prime and pass intraocular pressure (iop) calibration successfully. The issue was confirmed to isolated to the probe. Additionally, the probe failed proportional and the wet anterior reflux test on the console. No fluid flowed from the probe engine. The cassette passed functionality, however, the probe was found to be non-conforming. The root cause of the customer's complaint is related to an error during the manufacturing process of the probe. The probe was found to be non-conforming during priming and when selecting proportional reflux and wet anterior reflux. The manufacturer of the probe will be notified and made aware of this complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. Sample #2. The returned sample was visually inspected and was found to be non-conforming with the probe needle bent and foreign material in the port and on the probe needle. The sample was then functionally tested for actuation and aspiration and was found non-conforming for both functional tests. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Foreign material was observed on the inner diameter of the inner cutter. Gouge marks were observed at the bend area, cutting edge, and approximately ¾ of the way down the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference within the probe and/or aspiration path and once the interference (bent needle and shell) was removed the probe was able to aspirate and actuate. The evaluation also indicated that the probe had an actuation issue. The most likely root cause for the aspiration and actuation non-conformances is from the bent needle and bent inner cutter. A bent inner cutter can impede the movement of the cutter shaft as well as restrict flow through the aspiration pathway. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate and aspirate. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the aspiration failed while using extrusion in a vitrectomy procedure. The product was replaced and procedure completed with no patient harm.